Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a suction pump, part ID: 2208011, serial # (B)(6). According to the user facility, the holep procedure started well. The morcellator was tested and suction and blade were working properly. There was an unusal bleeding, so doctor went back in with laser to coagulate. Switched back the morcellator, suction would work for one minute, then stop. This went on for about 45 minutes. They began trouble shooting by replacing blade, handle, motor cord, canister, tissue container, tubing and unplugged and restarted both boxes. Suction continue with the same issue, working for 2-3 minutes, then would stop. Also noticed that the evacuation portion, when setting up the suction box, was much faster than the usual minute wait. The scheduled procedure was completed. However, operation time was prolonged by 2 hours due to morcellation and troubleshooting. There was no reported injury or illness to the patient or any other personnel.